Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the delivery issue is determined to be patient condition because of tortuous anatomy from the femoral artery to the aortic arch of the patient. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan reported that the impella cp placement was aborted as the patient¿s vessel had tortuosity from the femoral artery to the aortic arch. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.